Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump intermittently declared a minimum fill notification after the customer loaded new cartridges filled with 100 units of insulin. There was no adverse impact to the customer's blood glucose. Reportedly, the customer added insulin to the cartridges and completed the load successfully.